Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. 2 sensors (unknown, unknown) were reported in the user report and both have been captured in this MDR. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported issues with 2 of adc devices. The customer reported she ¿waited the hour for the sensor to be functional. When I checked it messaged wait another 10 minutes. The next time it messaged sensor needed to be replaced. It never worked. I applied another sensor as in the past and this time the metal post stayed from the center of the device was elevated and catching on my clothing, very uncomfortable¿. No further details were reported and there was no report of an adverse event or third-party treatment due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.